Event description:
It was reported that the bd duo autoshield pen needle experienced a loss of sterility. The following information was provided by the initial reporter: when customer went to take out one of the needles it was already engaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-16. H6: investigation summary customer returned (5) sealed 5mm, 30g autoshield duo samples from lot # 1099827. Customer states that when they went to take out one of the needles it was already engaged and poked one a staff member. All returned sealed samples were examined and tested and no defects were observed on any of the returned samples. Also, all returned samples were able to activate properly without any observed defects. Customer also returned a photo of a autoshield duo sample. The photo was examined and exhibited what appeared to the cannula coming through the outer cover of the pen needle, exposing the cannula, which could lead to a needle stick. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd duo autoshield pen needle experienced a loss of sterility. The following information was provided by the initial reporter: when customer went to take out one of the needles it was already engaged.